Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device migration and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported silicon leak diagnosed by MRI, pain, breast is hard and swollen, inflammation, silicone in the lymph nodes, it hurts when lifting the arm. The device was explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, brown encapsulation and opening curved on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior, creases fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d.10, g.1, h.3, h.6.

Event description:
Patient reported silicon leak - diagnosed by MRI, pain, breast is hard and swollen, inflammation, silicone in the lymph nodes, it hurts when lifting the arm. The device was explanted. This record is for the left side.